Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the cause was not determined, they need to have someone call the physician to set an appointment to be seen by the manufacturer representative (rep). The issue has not been resolved. Additional information was received from a manufacturer representative (rep). It was reported that the patient reported that within the past month, they have experienced several instances of a warm and slightly painful sensation at their implantable neurostimulator (ins) site. Also of note, patient has fallen multiple times in past 6 months prior to these new symptoms. The rep met with the patient on (B)(6) 2025 to check device connections after patient called and reported the symptoms listed in this report. Patient reported falling at least 3 times in the past 6 months. The patient has seen their provider since these falls, the most recent being (B)(6) 2025. In the past month, patient has had several (says maybe once a week) instances where they feel a burning sensation in the ins site. This lasts several minutes. The rep checked the ins system connections and impedances, all were within normal limits. Patient reports ins is still helping significantly with pain relief in back/legs. The rep updated provider's office on day of meeting with patient.

Manufacturer narrative:
Correction: the initial reporter's phone number in section e was updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt did not think their ins was working right and they have had problems for about 2 weeks. The pt use to increase intensity to 1.2 and it was enough for relief and they were able to stand going to 1.3. But now it was not providing relief right for they had to get to 1.8 before they felt anything when on group a. Pt had switch to c and it provided relief better but the last couple days it felt like it was providing a burning sensation on their back where the ins was. The patient was redirected to their healthcare provider (hcp) to further address the issue. When agent asked for hcp pt said the ins had not been looked at for a long time and the last time.

Event description:
Additional information was received; it was reported the patient had not experienced the burning sensation/pain at pocket site since meeting on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.